Event description:
The salute fixation device is intended for fixation of prosthetic material. The disposable cartridge was loaded into the reusable system to conduct the pre-test deployment. The system deployed straight wire instead of forming the "q" constructs were determined to be acceptable by the physician. They ran their hand along the constructs and was satisfied that they were properly formed.